Manufacturer narrative:
On 10/12/2020, biosense webster inc. Received additional information about the patient and the event. It was reported the patient was male. Patient¿s condition improved and was reported in stable condition. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No steam pop was noticed during the ablation. No errors reported on any bwi equipment. Correction: it was noticed the h6. Method code of 4112 (analysis of data provided by user/third party) was incorrectly reported in the 3500a initial MDR. Please consider that code removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30364720m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. Pvi was completed with the stsf catheter, and cavotricuspid isthmus (cti) ablation was done with another company catheter (fantasista). After withdrawing the catheter from the left atrium (la), the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain venous blood from the pericardial space. Patient was reported in stable condition. There¿s no indication that extended hospitalization was required. Although the exact timing of occurrence of the adverse event is unknown, the physician commented the tamponade was caused by the fantasista (non-j&j product) or sheath when accessing for ablation. The soundstar sh catheter was used in the right atrium (ra) only. The stsf was used in the ra and la. Despite the physician believes the adverse event might have been caused by a non-j&j product, the bwi ablation catheter was used for pvi, therefore, the stsf catheter cannot be excluded and the event is being conservatively reported under the stsf catheter.